Event description:
It was reported that automatic table movement is not moving the table to the right position. There was no actual mistreatment reported as a result of this issue based on the available info.